Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The rear response button cable was cut.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The rear response button cable was cut causing the monitor to fail detect and treat testing. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor.